Manufacturer narrative:
The field experience of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuitry was damaged. The cause of the damage could not be determined.

Event description:
It was reported that during routine device change out, an alert for possible circuit damage was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.